Manufacturer narrative:
Information was received via published literature. (B)(4). This report will be amended when our investigation is complete. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/23993345

Event description:
It is reported that two patients were revised for acetabular loosening.